Manufacturer narrative:
Addtional investigation activities are currently underway and this report will be updated when the investigation conclusions have been reached.

Event description:
Driver head broke off in head of second screw. Surgeon was able to get the fragment out, but had to open another kit for a driver in order to finish the case.